Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. A healthcare provider reported the patient device was not working and they needed a revision. Caller did not have any further details on the reported event. No patient symptoms were reported. No further complications were reported or anticipated.